Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of asystole, and the implantable pulse generator (ipg) was found to have rapid battery drain as well as high battery impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.